Manufacturer narrative:
It was reported that the doctors routinely swab dog's ears during physical exams and recently, the cotton tip has actually come apart from the applicator stick and is left remaining in the dog's ear canal. The facility reported that they then have to go in and remove the applicator tip from the ear canal before it slips down too far. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No sample was returned to the manufacturer for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the tip fell off inside the canine's ear canal and had to be manually retrieved.